Event description:
A surgeon reported a pt with toxic anterior segment syndrome (tass) with a small hypopyon, fibrin, anterior chamber cells, corneal edema and elevated intraocular pressure (iop) following intraocular lens (iol) implant surgery. No cultures were taken. The pt was treated with increased medications and the event resolved with treatment. The surgeon also stated that the cause of tass remains unk. This event was previously reported for the viscoelastic under MFR report #3002037047-2011-00069. A completed questionnaire was received from the surgeon with additional products used during the initial cataract surgery. There are three additional medical device reports associated with this event. This report is for the delivery system handpiece.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. The product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. (B)(4).